Event description:
It was reported the camera head adapter viewfinder is malfunctioning and was leaking light. The issue occurred during preparation for use for a therapeutic plasma resection procedure that was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a correction to b5 of the initial emdr. Please see section b5 for the update. The customer's allegation was not confirmed. However, the device evaluation found a slight horizontal stripe noise in the image. Based on the results of the investigation, a definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instructions for use (IFU), it states: "¦chapter 4 operation (warning) if an abnormal endoscopic image/function occurs and returns to its normal condition by itself, the equipment has malfunctioned. Continued use in such condition may cause abnormality again and it may not be able to recover to normal condition. In this case, immediately stop use and withdraw the endoscope from the patient slowly. Continued use of such equipment may cause patient injury, bleeding and/or perforation." Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head had a horizontal stripe. The issue occurred during preparation for use for a therapeutic plasma resection procedure that was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.